Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was provided by a consumer regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indications for use (IFU) were listed as non-malignant pain and failed back surgery syndrome. The pump was explanted in (B)(6) 2005. It was reported that when the pump was implanted, (B)(6) was implanted with it and the patient almost died; she was in critical care after that. The patient stated that it could have been the sanitary conditions of the hospital that caused the infection. Additional information (regarding the details of the infection, actions taken, patient outcome, and drug information) has been requested. If additional information is received, a follow-up report will be sent.